Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported under infusion could not be reproduced during the device evaluation. Evaluation found the device to deliver within specification at all rates. The device was determined to meet all product specifications related to the reported event. The device was found out of specifications for reasons unrelated to the reported event. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted. Baxter received the device. The reported symptom of failed to detect an occlusion was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed during evaluation. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) and failed to detect an occlusion during blood therapy (dose, programmed amount and delivery rate unknown). The customer reported that one unit of packed red blood cells was programmed to deliver at a rate of "00 ml/hr" however, only 70 ml of blood infused over a period of 4.5 hours. Blood was stopped due to being greater than 4 hours old and returned to blood bank. There was no patient injury or medical intervention associated with this event. No additional information is available.